Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a faint ring artifact on a phantom scan; the artifact had not occurred on patient image data. The customer requested service for an evaluation of the system. A philips field service engineer (fse) went to the site to evaluate the system and found a cracked compensator of the a-plane collimator, which was the cause of the artifact. The fse replaced the collimator assembly to resolve the issue. The fse confirmed there was no impact to the patient as a result of this issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.